Manufacturer narrative:
Investigation summary: with all the available information boston scientific concluded that the reported functionality issues with the footswitch occurred due to an electrical fault with the footswitch. Replacing the footswitch resolved the issue and the console was then functioning as intended. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the footswitch was not returned for analysis to our post market quality assurance laboratory. The footswitch was serviced and repaired onsite by a field service engineer (fse). Upon visual inspection, the fse confirmed replacing the footswitch resolved the reported issue. The console was functioning as intended after the repair was performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the surgeon noted that the "vaporization pedal was working at hazard". The procedure was completed successfully using this same console footswitch without consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concluded that the reported functionality issues with the footswitch were not confirmed as analysis did not identify any physical damages that could have cause or contributed to the reported event. In addition, the footswitch passed all functional testing during functional analysis. According to the reported event, the procedure was completed with the same foot switch without patient complications. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria. Device history record (DHR) review: the laser console was installed on (B)(6) 2018. It was last serviced on (B)(6) 2021 and found to be fully functional. Device technical analysis: the footswitch was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination found the bottom of the foot guard showed chipped paint and physical wear. The black insulation was found to be intact. The foot switch connector was also found to screw securely into the female mating plug. The foot switch was functionally tested using an ohm meter. The testing conducted showed that the ready/standby button, vapor button and coagulation button all operated normally. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the surgeon noted that the "vaporization pedal was working at hazard". The procedure was completed successfully using this same console footswitch without consequences to the patient.